Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The pump was unable to perform a displacement test due to a blank display. The pump was also received with a corroded motor assembly. No broken case was noted. The pump had cracked case at display window corners, cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the case is broken. The customer will be sent a replacement pump.